Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first stapling of the pylorus region during a laparoscopic bariatric sleeve gastroplasty, the surgeon was able to press the green button but the stapler was unable to fire, made a noise, and did not work again. They replaced the stapler to complete the case. There was no patient injury.